Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed the pump displayed multiple occurrences of error code 1720. Functional testing involved simulated used and showed the pump displayed last error code 1720 on power up. The investigation determined that the code indicated back-up capacitor failure. The back-up capacitor was replaced to address the issue. Based on evidence and investigation, the complaint allegation was confirmed. The problem source is listed as unknown.

Event description:
Information was received indicating that during a routine testing, a smiths medical cadd legacy pump exhibited "lec 1720" alarm. No patient was involved in this event. No adverse effects were reported.